Event description:
It was reported that this right atrial (ra) lead was initially placed in the right atrial appendage, had experienced significant tip retraction. The physician attributed the event to insufficient slack during initial lead placement and the body type of the patient, which was confirmed by an x ray. This ra lead was revised and remains in service. No additional adverse patient effects were reported.